Event description:
This is being filed to report the clip detaching from one leaflet, increased tr, and leaflet damage. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021, to treat tricuspid regurgitation (tr) with a grade of 5. Two clips were implanted, reducing tr to 3. On (B)(6) 2022 it was noted both clips had detached from the anterior leaflet (single leaflet device attachment (slda)), there was damage to the leaflet and the tr increased to 3-4. Per the physician the slda¿s were due to the tension on the clips due to a big coaptation gap. Treatment will be performed at a later date. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4). The additional mitraclip device is filed under separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the reported incomplete coaptation (single leaflet device attachment (slda)) appears to be due to patient anatomy and procedural condition. The reported tissue injury (damaged leaflet) and tr were the cascading effect of the slda. Additionally, unspecified tissue injury is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The serious injury/ illness/ impairment was the result of case-specific circumstances. It should be noted that the mitraclip g4 system IFU states under the "1.0 intended use" section that: the mitraclip g4 system is intended for reconstruction of the insufficient mitral valve through tissue approximation. In this case, the off-label use of the device did not contribute to the slda. There is no indication of a product issue with respect to manufacture, design, or labeling.